Manufacturer narrative:
Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Patient was receiving hemodialysis. Noted that machine was alarming and air had entered circuit. Crack in catheter between patient and hub noted with active bleeding.